Manufacturer narrative:
To date the incident devices have not been received for evaluation. If the devices are received or if additional information pertinent to the incident is obtained, a follow-up report will be submitted. To date, event devices not received.

Event description:
During the initial implant of afx devices the physician had difficulty deploying the main body stent. It was reported the patient had significant tortuous access vessels as well as calcification throughout. In attempting to deploy the bifurcated stent the surpass wire became entangled. The physician attempted to untangle the wire by twisting the device, however, the physician noted there was resistance and was not able to turn the device far enough to untangle the wire. The physician continued with the procedure with the intent on untangling the wire once the stent was in position. The physician tried to advance the device into position but due to the calcification and curvature in the aortic neck the device would not advance. Several attempts were made to advance the device and due to the force used the main body limbs began to prematurely deploy in the right common iliac artery. The physician then attempted to correct the bending in the aorta by implanting a gore dry seal device. The physician was still unable to advance the main body and the physician elected to remove the delivery system and devices and complete an open repair with a y-graft. Final review showed the patient had poor pulsation at the lower left extremity. The surgical site was reopened and thrombus was found in the graft, a thrombectomy was completed to resolve the issue. It was reported the procedure was successful and the patient has recovered.

Manufacturer narrative:
(B)(4). Based on the information available the root cause of the reported event is unknown, although it was reported by the physician that the patient had severe angulation and calcification at the proximal neck. Device was not returned, therefore, sample evaluation was not completed.